Manufacturer narrative:
A2: dob (B)(6) 1984. D6 implat date: (B)(6) 2021. D6 explant date: (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, micl13.2, -7.5 diopter, implantable collamer lens was implanted into the patient's right (od) eye on (B)(6) 2021. In a subsequent surgery that same day, the lens was exchanged for a shorter lenth lens. The problem was resolved.. The reporter stated the cause of the event was due to the device, "device too large." Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, dry, with residue/debris on product. Visual inspection found haptic torn with residue and debris on lens. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -7.5 diopter, implantable collamer lens was implanted into the patient's eye. The lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.